Manufacturer narrative:
(B)(6) 2019 - noise also noted on lead. Explanted and replaced (B)(6) 2019. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2019 - noise also noted on lead. Explanted and replaced (B)(6) 2019. Upon receipt, the lead was found cut approximately 12.5cm distal to the is-1 connector pin. All parts of the lead were received for analysis. The visual inspection showed the ligature marks approximately 47cm proximal to the lead tip. Furthermore, abrasion marks along the lead body were observed. In particular, approximately 26.5cm proximal to the lead tip the inspection revealed a rubbed through insulation. In this region the coating of the conductor cable to the ring electrode was damaged. These findings can be considered the root cause of the clinical observations. Based on the characteristics of this damage, it is reasonable to assume that the lead was subject to severe mechanical stress in the implanted state due to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. Furthermore, cuts in the insulation and deformations of the proximal shock coil were found which occurred most likely during the extraction procedure. Blood penetrated the lead. In addition, the dc resistances of the conductor fragments were investigated. No peculiarities were found. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Rv lead fracture discovered. Patient received four inappropriate shocks. Rv lead remains implanted but a lead extraction/revision is to be scheduled soon. Should additional information become available, this file will be updated.